Event description:
It was reported that this inflatable penile prosthesis was removed due to unspecified reasons. No patient complications were reported. The device analysis indicated there was a device issue.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components were thoroughly analyzed. Visual examination of one of the cylinders identified a hole in the proximal end of the outer tube consistent with wear from the kink resistant tubing (krt). The reservoir also presented wear from the krt at a fold of the reservoir shell adaptor junction. Examination of the pump identified a hole resulting in a leak that was consistent with wear from fatigue. There were no leaks found in the reservoir or cylinders, and the pump passed the functional testing performed. Based on the information available and analysis results, the hole and leak found in the pump could have caused or contributed to the component failure.